Event description:
During a surgical procedure for removal of tonsils and adenoids. The anesthesiologist noticed that the endotracheal tube kinked at the location where it had been bent and taped to the patient, cutting off the flow of oxygen to the patient for approximately 5 to 10 seconds. The endotracheal tube was repositioned by the doctor and the flow of oxygen resumed without further incident or sequela to the patient.

Manufacturer narrative:
At the present time, the product in question has not been returned to kimberly-clark for evaluation, nor do we have information regarding the lot number. Thus the corresponding batch record could not be identified for review. Return of the device has been requested for subsequent evaluation. Follow-up information received from the surgeon indicated that the endotracheal tube was taped to the corner of the patient's mouth and again attached to the pt's face with tape and bent towards the ear and chin. This is routine procedure at this facility when endotracheal tubes are used in oral surgical procedures such as a tonsillectomy. Upon recognition that the tube was kinked in close proximity to its attachment location on the patient's face, the endotracheal tube was not removed, but rather repositioned and the flow of oxygen through the tube resumed. Note that this was the second report of this problem by this surgeon while performing a tonsillectomy.